Manufacturer narrative:
Date of event is an approximate. Refer to manufacturer report #3004209178-2018-23966 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the insr read 100% charge after a day of usage. No patient symptoms or further complications were reported as a result of this event. Additional information was received from the hcp reiterating the issue with this patient observing 100% ins charge on insr, ins wasn't actually charged to 100% and insr would not charge ins as a result. Caller realized that she included this patient originally incorrectly. The real issue is that the patient can't get the insr to display over 75% no matter how long they charge "charged for hours and never said completely full".